Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, concentric, 90% stenosed, de novo lesion in the mid to proximal right coronary artery. After pre-dilatation with a non-abbott 2.5 mm balloon catheter, the nc traveler 4.5 x 8 mm was used for additional dilatation. However the balloon ruptured during the second inflation at 14 atmospheres. The device was changed to a 4.5 mm non-abbott balloon catheter and dilatation was performed. The procedure was completed after stenting. The device was prepared outside of the anatomy and the balloon was soaked in normal saline prior to use. There was no resistance during removal of the protective sheath. There was no resistance during advancement to the target lesion and removal from the anatomy. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion; guide cath: hyperion 6f al1. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.